Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 11/16/2011 and 11/28/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported significant glare when driving at night following intraocular lens (iol) implant surgery. Add'l info has been requested.